Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm or blank display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replaced 3 fresh new batteries but the insulin pump would not turn on. The customer's blood glucose level was 179 mg/dl at the time of the incident. The customer noticed crack on the battery compartment up to the clip railings of the insulin pump. The customer reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.